Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates (B)(4) ( 3014862188-2021-00668,3014862188-2021-00508 test 1,2 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative rapid antigen test. Report 3 of 3.